Manufacturer narrative:
Eval results: device operated according to specification. Autopsy report cleared the stryker secure ii 3002 bed from contributing to the event. Per autopsy report, the pt expired of "natural cause".

Event description:
It was reported a pt was found dead on a bed. His head was reportedly between the left siderail and the headboard, with his leg twisted over his body. The autopsy report revealed that the pt expired from natural causes later disclosed as heart attack. The autopsy report also cleared the bed of contributing to this event.